Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices are not being returned, therefore unavailable for a physical evaluations. A review into the depuy synthes mitek complaints system revealed no other complaints for these lots of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within these devices' family as a means of monitoring the extent with which this complaint is observed in the field. A check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. There were (B)(4) devices released for distribution on december 03, 2014. There were no anomalies or discrepancies in the manufacture of this lot. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that in between case it was found that two of the expressew iiis without hook are not firing the needle correctly. There was no patient involvement and that there were no delays to any upcoming procedures. There are other like devices there if needed for other cases. This is report 1 of 2.